Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, tech could not recover the fridge, and the failed drawer icon appeared on the pyxis. However, when the tech attempted to recover it, nothing appeared to recover. The tech restarted the pyxis, but the issue still did not appear. The registered nurse was unable to remove medications from the fridge.the customer stated that this malfunction occurred while dispensing the medication.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating this incident, it was found that the remote manager had not recovered. The field service engineer (fse) assisted the customer in resolving the refrigerator issue by manually opening the smart remote manager box and then re-closing and re-locking it. A failed icon appeared and the customer able to recover the door successfully. The system functioned as intended after the fse assisted the customer to resolve the issue.